Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported their group changed to group b which was not their setting; the issue began today. During the call patient was able to change back to group c. Patient also stated the implant worked and got rid of 90% of their pain. Agent redirected patient to their hcp to address the issue if the issue persisted for reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the problem was the error message and the inability to charge the implant with the paddle. The technician reprogrammed the charging unit and tested it, it was now working fine most of the time but not always. The patient was still experiencing some delays in charging the implant and they felt like they needed a new paddle.